Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian (lg) reported that following sensor replacement, the controller prompted deactivation of the current pod. Subsequently, multiple pods failed to connect to the controller. The patient experienced hyperglycemia with reported blood glucose (bg) values up to 28 mmol/l (504 mg/dl) and symptoms of sweating, pallor, and headache. As bg levels increased, the patient required ambulance transport and sought medical attention on (B)(6) 2026, resulting in hospitalization. A diabetes counselor reported that the patient was admitted with mild ketoacidosis. The patient was not wearing a pod during medical treatment and was managed with insulin injections via pen. The lg reported that hospital staff believed that the controller was responsible for the connection failures. The patient remained hospitalized at the time of reporting with high blood glucose reported as the diagnosis. Further follow-up attempts were unsuccessful. A supplemental report will be submitted if additional information becomes available.